Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included a review of system logs, which confirmed error 23062 for mcel2, indicating a fault with the left master controller on console 2. The caller was advised to use the other console if possible, and a ticket was created for field service to replace the left mtm on console 2.

Event description:
It was reported that during a procedure using the da vinci 5 system, the operating room staff experienced repeated faults with the left master controller on the second console. The staff attempted to clear the fault by pressing retry, but the issue persisted. Technical support engineering (tse) reviewed the system logs and confirmed error 23062 for mcel2, indicating a fault originating from the second console. Tse advised the caller to use the other console if possible and recommended that a ticket be created for field service engineer (fse) intervention. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis confirmed the issue but could not replicate the field complaint. A review of field lighthouse logs confirmed that the unit had experienced error code 23062 eevt_dafd3_mvt_err, indicating an issue with mtm_wrist_yaw. A visual inspection was performed, and no errors related to the unit were found. The unit was placed on the system and operated without issues, with no errors triggered. The unit was then placed on sftp to perform fitness tests and a 1-hour sine cycle. The unit failed the following tests, which are potentially related to the field complaint: backdrive - wy failed, gravity balance test post sine cycle - wp failed, passed after re-testing, but when attempting to perform the gravity homing sequence to change from mtml to mtmr, it failed at distal, distal imu cal - oy, el, and wp failed, gravity balance test post sine cycle - wy failed, gravity balance test post sine cycle - wy failed; however, slow speed passed, check error log post sine cycle failed, rel 23008 eevt_potenc_lim (mcer), 22032 log_mtm_homing_failure (mcer). After investigations, failure analysis found the axis 6 gearbox motor and slip ring to be the root cause of the failure. Additionally, due to the failed distal test, the mcmy pca board was found to be defective.